Event description:
This x-ray system has through trend analysis seen a high failure rate of the system's vccom board. This board failure will render the system unusable. There have been no injuries.

Manufacturer narrative:
Method-the investigation is still ongoing on this event. Conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.